Manufacturer narrative:
No conclusion code available; the reported field event of no pacing and high lead impedance was due to an anomalous component within the hybrid.

Event description:
It was reported that during an in clinic visit, high lead impedance and no pacing at maximal output was found. The patient's heart rate was 40 bpm. The device was explanted and replaced. No other consequences for the patient were reported.